Manufacturer narrative:
Additional information section b5 section d9 was updated due to part return update to initial report (due to device evaluation) section h6 evaluation code method- remove b21 and add b01 result - remove c21 add c13 and c02 conclusion - remove d16 add d01 component code - remove g07001 add g0201201 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the ht70 ventilator stopped ventilation while the patient was connected. The device was available for evaluation. The service personnel (sp) checked the unit and confirmed the unit alarm sounded and ventilation stopped during use. Sp inspected and found the control board, single board computer (sbc) and internal batteries likely caused the reported issue. To solve the issue control board, single board computer (sbc) and internal batteries were replaced. Additionally, sp found inlet filter assembly was damaged and replaced the same. Sp performed preventive maintenance. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The ht70 control printed circuit board (pcb) and the sbc were returned for failure investigation. Visual inspections of the components found that c92 (capacitor) had shorted on the control pcb. If the c92 capacitor fails during use, the ventilator immediately ceases operation and breath delivery stops. This condition would lead to loss of ventilation. The cause of the reported issue was determined to be a design issue of the capacitor (c92) on the ht70 control board. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the ht70 ventilator stopped ventilation while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: updated due to additional part return medtronic conducted an investigation based on all information received. It was reported that the ht70 ventilator stopped ventilation while the patient was connected. The device was available for evaluation. The service personnel (sp) checked the unit and confirmed the unit alarm sounded and ventilation stopped during use. Sp inspected and found the control board, single board computer (sbc) and internal batteries likely caused the reported issue. To solve the issue control board, single board computer (sbc) and internal batteries were replaced. Additionally, sp found inlet filter assembly was damaged and replaced the same. Sp performed preventive maintenance. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One internal battery was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The ht70 control printed circuit board (pcb) and the sbc were returned for failure investigation. Visual inspections of the components found that c92 (capacitor) had shorted on the control pcb. If the c92 capacitor fails during use, the ventilator immediately ceases operation and breath delivery stops. This condition would lead to loss of ventilation. The cause of the reported issue was determined to be a design issue of the capacitor (c92) on the ht70 control board. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator stopped ventilation while the patient was connected. There was no patient injury reported at the time of the event, but the information for patient intervention is unknown at this time.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: japan medtronic has received the suspect device and is awaiting approval from customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.